Manufacturer narrative:
Device manufacturing year 2013. Investigation of this incident included visual analysis of the system database and system optical coherence tomography (oct) recordings. From the visual analysis it was determined that there no system anomalies observed and all settings and parameters of the system were found to be within acceptable limits. The system database video images indicated minimal eye movement during the laser treatment. Information was requested to the surgeon however, no additional information was provided at the time of this report. The cause of the posterior tear/rip is unknown. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported equipment had error message display. Technical support was contacted and surgeon was advised to reboot the laser and perform a verification alignment and a test sphere. After this the patient was treated successfully without any errors. After the lens was removed, surgeon reported that he saw a ''rip'' in the posterior capsule. The remaining procedures of the day were completed without complication.